Event description:
The field service engineer reported one colleague infusion pump in which there is a downstream occlusion alarm problem. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. Customer does not wish to be contacted. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced eight times prior to this event. The device has not been previously sent into service for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a downstream occlusion problem was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.